Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the insulin pump vibrate feature does not work. The customer's blood glucose level was 120 mg/dl at the time of incident. Troubleshooting found that the customer was driving and was unable to change the battery. Customer will call back at a later time after the battery has been changed to further troubleshoot. There was no further information provided by the customer or by troubleshooting.